Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other incidents related to loosening against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence or product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.

Event description:
The pt was revised because of loosening of the femoral sleeve and stem.